Event description:
It was reported the rv lead was capped and replaced due to high thresholds. Additionally, the lv lead was capped and replaced due to high output and high thresholds. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.